Event description:
Surgeon reported failure of trident constrained liner with subsequent hip dislocation. Explanted device ((B)(4)) initially implanted in 2011. Revision surgery performed (B)(6) 2013 with replacement liner of same make. Event update: patient was operated on (B)(6) 2012 for her second hip revision case by dr (B)(6). The component in question was implanted ((B)(4), lot mkkodp, trident 0 deg constrained ins 28f).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
As per the returned devices, the cocr head used in this procedure is an smith & nephew device, the reported event is an off-label use. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon reported failure of trident constrained liner with subsequent hip dislocation. Explanted device ((B)(4)) initially implanted in 2011. Revision surgery performed (B)(6) 2013 with replacement liner of same make. Event update: patient was operated on (B)(6) 2012 for her second hip revision case by dr. F. The component in question was implanted ((B)(4), lot mkkodp, trident 0 deg constrained ins 28f).